Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The pfc board, 3 battery charger boards and motion batteries were replaced to resolve the power issue that was experienced. Also, the door winch assembly was replaced as it was damaged when the customer tried to manually open the door. The system passed all tests and is fully functional. These parts have not been received by the manufacturer for evaluation. The door winch assembly was returned to the manufacturer for analysis. It was found that the gear on the tractor drive motor has physical damage. Also the shaft between the motor gear and the cable spool gear was bent. A full imaging system check-out was completed following replacement of parts and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system lost power while around the patient. The system was not charging and could not be powered on. The door of the imaging system was manually opened to remove it from around the patient. At this point, the imaging system gantry came off of it's tracks and could not longer be moved. Medtronic imaging was discontinued because of this issue and the procedure was otherwise completed successfully. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
The pfc board was returned to the manufacturer for analysis. Visual inspection confirmed electrical overstress at all three pins of j3. The connector was removed from circuit board. Due to the damaged state of circuit board, functional testing was not performed. The hardware investigation found that the reported event was related to an electrical issue.

Manufacturer narrative:
The motor battery charger, battery charger 1 board and battery charger 2 board were returned for analysis. Medtronic investigation of suspect motor battery charger finds that during bench testing it was noted outputs were within the inspection parameters for all channels except channel b. Channel b "no load" measured 32.83vdc, when no higher than 29vdc is expected. Visual inspection confirmed all led's were functional, however the board is dusty and fluxy. Capacitors appear good. Faulty channel b "no load" on motor battery charger board. Medtronic investigation of suspect battery charger 1 finds that during bench testing it was noted outputs were within the inspection parameters for all channels except channels c and d. Channel c output for "no load" and "min load" are high. Channel c "no load" measures 33.75vdc, where a maximum of 29vdc is expected. Channel c "min load" measures 29.26vdc when a maximum of 29.00vdc is expected. Channel d has high output for "no load" measuring 32.03vdc, when a maximum of 29.00vdc is expected. Medtronic investigation of suspect battery charger 2 finds that during testing all outputs were within the inspection parameters. Visual inspection confirmed all led's were functional. Board is fluxy and dusty. All capacitors appear good. Installed charger 2 board in o-arm system 267 and the system charged as expected. System readies and both 2d and 3d imaging are successful. No problem found. The reported event was confirmed to be caused by an electrical failure mode due to the motor battery charger and battery charger 1 pcba boards.